Event description:
It was reported that sharps coll 19gal red was received without a lid. The following information was provided by the initial reporter: material no: 305609. Batch no: unknown. It was reported that the customer received the item without lids. Verbatim: cust lawanda rec'd item 03395670 without lids/per vndr tania should be in pkg. Cust hold product if needed to rtrn.

Manufacturer narrative:
H6: investigation summary: no photo representation was provided. A review of the device history record (DHR) was not performed as the lot is unknown. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. The lids could be misplaced, or an error occurred by a 3rd party if repackaging for distribution. This complaint may have occurred from a partial sale sold by the distributor. Additional information about the handling and storage by the distributor or user facility to rule out that the issue was not due to incorrect handling or a partial sale is required. Based on these findings, our investigation is inconclusive. Bd will continue to monitor for any trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that sharps coll 19gal red was received without a lid. The following information was provided by the initial reporter: material no: 305609 , batch no: unknown. It was reported that the customer received the item without lids. Verbatim: cust (B)(6) rec'd item (B)(4) without lids/per vndr (B)(6) should be in pkg. Cust hold product if needed to rtrn.